Event description:
It was reported that the staple line formation is not completed. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. D4: batch # 286a38. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with five reloads present. The gst60g reload was not received for analysis. A gst45d reload (b) 248a17 and a gst45g reload (c & d) 410a91 were received unfired. A gst45g reload (e) 410a91 was received fully fired. A gst45g reload (f) 410a91 was received unfired with some missing staples, both sides cartridge pan dislodge, also the channel of the pan was observed damaged out of the original position on the pan and in the distal end of channel. This leads the issue observed on the body of the pan. Also, the sled was noted to be broken due to the received condition. No conclusion could be reached as on what caused the damage on reload (f) since the device received belongs to a 60mm and it device is designed to work only with 60mm cartridges. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The reloads received is related to improper use of the device. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.